Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and vela infrarenal on (B)(6) 2014. A secondary procedure was performed on 18 mar 2016 to fix a leak associated with non-endologix atrium stents, and the patient was implanted with an ovation iliac limb.